Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30944488l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that a cardiac tamponade occurred. Timing when complaint occurred was 30 minutes after using the catheter, at the time of ablation at the left pulmonary vein (lpv) roof. Atrial septal puncture was performed by a radiofrequency (rf) needle. The adverse event occurred while performing pulmonary vein isolation (pvi). Steam pop was not confirmed. There were no abnormalities observed prior to and during use of the product. There is no relevant medical history and no relevant tests/laboratory data. The adverse event was discovered during use of biosense webster products. A radiofrequency (rf) needle was used for transseptal puncture. Prior to noting the cardiac tamponade, ablation was performed during pvi (pulmonary vein isolation). No evidence of steam pop. The event occurred during the ablation phase.no error message was observed during the procedure. The physician commented that the cause of the adverse event was unknown. Pericardial drainage and vasopressors were the intervention provided. Outcome of the adverse event was improved and the patient was discharged from the hospital. No extended hospitalization was required. Irrigated catheter¿s flow setting was pre:1sec, post:2sec. Irrigation setting during the ablation was 8-15ml/min. Correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator. Force visualization features used were real time graph; dashboard; vector; visitag. Additional filter used with the visitag was fot. Tag index was used. Visitag module¿s parameters for stability was range:/1.5, time:5s /fot:50%, 6g/tag size:2.